Event description:
Maintenance IV in primary line, antibiotic in a secondary line. The medication was scanned correctly and the rn observed the antibiotic drip from the bag. It looked appropriate so rn continued with care. About 10, 15 mins later, rn noticed that the antibiotic bag was empty. After review and examination of the pump / set up, there appeared to be no evidence of misloading. The secondary bag was empty while the primary bag was full which would indicate this is likely a back check valve failure. FDA safety report ID# (B)(4).